Manufacturer narrative:
An investigation is currently underway. Upon completion, a formal report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit does not always alarm when the unit is occluded. No patient harm reported.

Manufacturer narrative:
Submit date: 10/10/2016. An investigation of kangaroo joey was performed for the reported condition of, ¿¿ joey pump keeps getting clogged when they are feeding their baby breast milk through the pump. Customer also states that the unit does not always alarm when there is an occlusion.¿ to date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. Kangaroo joey was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.